Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient thought she was doing ok with the exception of when standing or sitting down. Patient reported pulling muscle in the vaginal right side when standing or sitting. The battery was noted to be on the right side. She said it felt like a nerve or muscle in the vagina area. She did not see the healthcare provider (hcp) for 10-14 days and she did not want to wait. Patient stated yesterday after the anesthesia wore off and she came home, she had to go down to .4 last night. She was getting overstimulated. She was getting shocks. She felt like pins and needles in the legs and both feet. Patient confirmed status of implantable nuerostimulator (ins) during the call and therapy was noted on. She was on program 2 at .4v. She just turned it off today and the pulling went away when she turned it off. It was noted that the issue was related positional movements. She switched to program 3 at .8v and it was worse. She lowered it to .5v and still could not do it. She then switched to program 4 at .3 and said it was less intense but she still had it. She switched to program 1 at .4v and reported she can feel stim but it was not as intense. She was going to leave it on program 1 at .4 and see how that goes. Patient stated she had not had problems with the bladder. She had no return of urinary or bowel. She was going to see if the new setting was better and if not, she would call the hcp back. There were no further complications that have been reported as a result of this event.